Event description:
Office reported that the xtra-silent nite slide-link appliance broke. Provider stated that the device didn't wrap around the second molar and that's where it broke. Based on the information received on 09/30/24, provider states that the plastic piece that the elastic bands connect to is what broke. No medical intervention was needed. The patient started using the appliance in march 2024 (no exact date provided). The patient came in 8/16/24 for his cleaning and brought his broken sleep appliance to his appt. The provider states that the patient isn't on any medications & doesn't have any medical conditions that he is aware of. The provider states that the device was cleaned with water before given to the patient and mentioned that the patient maintained the appliance with soap and water only.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time.